Manufacturer narrative:
The customer initially reported a service code displayed on the AED upon inserting a new battery. Upon review of the AED's internal log files, it was determined that the service code was triggered following battery replacement due to the previous battery being fully depleted. Troubleshooting conducted with the customer revealed that both the AED battery pack and pads were expired. The reported issue is attributed to a lack of regular maintenance. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.